Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed with naked eye and no issues were noted. Functional testing including leak testing, clear passage testing, clamp function testing, and integrity testing were performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a uv flash transfer set was difficult to connect to a patient¿s titanium adaptor. This was noted while making a periodic transfer set exchange on a patient for peritoneal dialysis. The issue was further described as ¿the patient adaptor of the transfer set was idled and it couldn't connect to the titanium adaptor during preparation at the hospital¿. When the issue was noted, the transfer set was replaced with a new one. There was no allegation against the titanium adaptor. There was no patient injury or medical intervention associated with this event. No additional information is available.